Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an incomplete flap in the left eye of a patient and five percent flap was completed with the scissor, treatment was completed during lasik surgery. There are two related reports for this event. This report addresses the patient initial's dr, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. During onsite technical visit, field service engineer checked cutting depth in x, y and z, suction and applanation control. Field service engineer performed complete machine check according to the service installation record procedure and concluded device meets specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The duration of the docking process was around seven minute and forty-four seconds. The surgeon lost vacuum one twice and vacuum two three times during the docking process or before the treatment. Suction ring and patient interface were docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Multiple dockings and the long suction time can lead to the described issues. The manufacturer internal reference number is: (B)(4).